Event description:
The patient experienced a loss of therapeutic effect. The device stopped working about 1 to 1.5 years after implant. Upon increasing the stimulation the patient felt a shocking/jolting sensation and pain in her vagina. She had to turn the device off when having a bowel movement. The patient also felt pain while lying down and wet herself when lying down which didn't happen before the implant. She heard that the device was possibly twisted. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient states that her hcp (healthcare provider) informed her that ipg (stimulator) flipped 2-2.5 years ago. The patient states that her hcp has been reprogramming but was not sure if the flipped ipg has anything to do with why it wasn¿t working. The patient was asked if the hcp has done any diagnostic testing besides reprogramming. The patient stated no. It was reported that the patient reported a loss of therapeutic effect. The patient stated that her healthcare provider informed her that her stimulator flipped two to two and half years ago. Patient signs and symptoms associated with event includes pain or discomfort with were new and urinary issues. It was noted that reprogramming was performed on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2010. Results was noted as temporary improvement and decreased efficacy. There was no patient injury noted as reported event date. It was noted that the healthcare provider was not aware of the device ¿flipping¿. She just has lost of therapeutic effect despite multiple reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
After further reviewing, it was noted that the patient said they heard healthcare provider say something to nurse about the device "twisting". Additional information reported a compatibility guidelines were requested for a MRI. The patient reports a loss of therapeutic effect. The symptoms occurred a year after implant. The patient states the device never really helped her void normally. It was noted since 2006-2007. The patient states it worked for one year until it quit working. The healthcare provider wants to do MRI on spine and leg which worked good for about a year. The patient legs were going numb. There was pain in the vaginal area since implant. It was noted would turn down. The patient reports losing a lot of function. Healthcare provider believes could be spinal injury and has hard time walking and uses walker. Healthcare provider first wanted to do MRI of the knee. The patient states the problems with the numbing all along but has gotten worse. The patient had to quit working in (B)(6) 2008 and went on disability. The patient states she had two surgeries on left knee but left knee doesn't work still. The patient states they cannot find anything wrong with it. The patient states more pain than what needs to be repaired. The patient states she has always had pain in the vaginal area since implant and she would have to turn it down. The patient states it's been off now for the past 5 years because it wasn't doing anything. Irritation in the buttock. The patient states the battery pack has torn loose and you can see the 2x2 bulge as its spun around. The patient states you can see through her clothes as well. The patient states this happened right away. The patient states she has always had to use catheters. The patient reports one time in the office the doctor was going through the stimulation and the patient couldn't feel it and healthcare provider thought it was high however the healthcare provider didn't have on. The patient felt the increase and did laugh with the healthcare provider. The patient states she has always had problems with her urinary control from the time of being a little girl.